Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the previously working patient activator was no longer working. The batteries were changed and the lights still did not turn on. Disposition of the device is unknown. A replacement patient activator was sent. No patient complications were reported as a result of this event.